Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a suture line break when using the angio-seal device. The following information was provided by the user facility: an 8 french angio-seal did not take. The lab could not explain what they thought may have happened. They just believed that the device was defective. It was report that the patient was fine. Held pressure and patient did okay. Additional information was received on july 10, 2017. This was used for a renal stent. Additional information was received on july 11, 2017. It was reported that when they pulled back on the device, the string broke.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide codes. The codes were unable to be selected when follow up no. 1 report was submitted, the codes are now available and have been selected.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 8fr angioseal sts plus device was returned for evaluation. No additional accessory components were received. The returned device was subjected to visual analysis where a blood like substance could be observed. The deployment sleeve was in the rear lock position. The anchor and collagen could be seen exposed at the distal tip of the hemostatic sheath. The collagen did not appear to be tamped, but did appear to be in an expanded form of the rectangle. Blood appeared to have clotted on the collagen. There was apparent slack on the suture that allowed the anchor to dangle at the distal tip of the hemostatic sheath. There were no other visual anomalies noted with the device. Functional testing was then performed by applying digital pressure to the anchor causing the tamping tube and suture to release. No functional anomalies indicative of suture line break that were noted. Based on the testing performed, the allegation of suture line break could not be confirmed, as there was no evidence of a break in the suture. Likely, the user was describing an instance of pullout and when they pulled back the device, the collagen and anchor came out of the patient, which was described as a break in the suture. The likely cause of the pullout was the user not deploying the device in the artery but the anchor experienced enough resistance that at least the collagen was exposed. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Methods, result and conclusion codes are unable to be selected at this time. Esubmitter support has been notified.